Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. The adapt confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected low battery alert, battery power loss alarm, replace battery alert or replace battery now alarm noted during testing or in the pump trace download. Hardware low level failures confirmed in the pump history due to broken trace on u1 keypad assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Insulin pump battery was not lasting at all anymore and got failed battery test. Customer used suspend before low or suspend on low continuous glucose monitoring feature. The insulin pump had hardware low level failures alarm after self-test. Customer was able to clear the alarm successfully. Customer was able to complete pump rewind. Customer stated that they performed self test. Insulin pump passed self test. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.